Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and a damaged window was found. The receiver failed to charge and reboot due to the receiver not turning on but will turn on with a known good battery after the receiver case is open. The log was downloaded with a known good battery and reviewed finding errors. The device was internally visually inspected and failed. The allegation was confirmed. The root cause is damaged battery.